Event description:
It was reported that the patient presented to the emergency room with syncope. Upon interrogation, is was observed that the right ventricular (rv) lead exhibited a variable capture threshold, and x-ray confirmed a micro-dislodgement. The rv lead was explanted and replaced. The patient was stable.